Event description:
It was reported to philips that the system's flexvision monitor was unable to display, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, neurovascular procedure was completed as planned by switching screens from touch screen module. There was no harm reported to philips. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue as the system was fully operational. Later the issue reoccurred and fse replaced the dvi matrix module. Again, the issue reoccurred and fse found that the problem occurred when adjusting the screen cutouts on the flexvision. By changing the display configuration, correct screens were visible again. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed without any interruption by switching screens from touch screen module. Additionally, the system was working intended and the reported issue cannot be duplicated by the philips engineer. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.